Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, after the left ventricular (lv) lead was inserted, the guidewire was stuck and difficult to remove. The guidewire was eventually able to be removed and the lead remains in use. No patient complications have been reported as a result of this event.